Event description:
Caller reported that tandem mobi pump battery would not charge and received a replacement pump that also failed to power on when placed on the charging pad. There was no adverse impact to the customer¿s blood glucose level. Based on available information, the patient tried charging the pump using different methods, but it remained non-functional. Later, the pump was successfully turned on though not paired to the mobi app. The patient intended to try alternate charging supplies and return to the case if those did not work.